Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) displayed as "high" on cgm. Customer attributed cause to "bad insulin". Customer declined further troubleshooting with tandem technical support as bg was coming down.